Manufacturer narrative:
Submit date: 1/4/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the lcd screen is dark causing the letters to not be legible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿lcd not legible¿ the unit was triaged and the service found that the unit's liquid crystal display is dark making the letters not legible. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.